Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that non sustained right ventricular oversensing (nsrvo) was observed. From the episodes log, it was clear the patient was having episodes of ventricular tachycardia (vt) at a rate of 150bpm. The physician confirmed all were episodes of vt and not nsrvo. Technical services were contacted for insight on why the implantable cardioverter defibrillator (ICD) was mislabeling these episodes. They agreed on specific programming changes. The programming changes were made successfully. The patient was stable before, during and after the episodes. The patient was to continue being monitored routinely remotely.